Event description:
Error code 35 ("motor period control") is occurring during infusion. Requires complete configuration which will clear stored data in the pump. More information is needed to fully investigate the issue.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed. Error 35 was confirmed on the pumps therefore history log data confirms events described in complaint. Device was received for investigation at fv. Complaint investigation was performed by our investigators. During the visual check, nothing has been observed. Infusion tests with rotation control supervision have been done for more than 6 days; the investigator has programmed the device with the same timing/rates/actions that the customer claimed and error 35 has not been triggered. It was found that in a particular configuration where the flowrate is slightly changed during infusion, the technical error 35 can randomly be triggered. The occurrence is very low. As a final conclusion, the problem is most likely due to a software dysfunction. Therefore, the reported event is confirmed and is linked to a product failure. An internal review has been created to perform further analysis. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.